Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart customer's blood glucose at the time of incident was unknown. Customer stated the alarm happened during normal use. Customer stated that pump came with moisture in connection. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.